Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 192 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer performed displacement test and error occurred. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 54 or pump error 3 alarms during testing however, pump error 54 alarm line number 1421 file number 32122 and pump error 3 alarm are found in the formatted history file due to a software error.